Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure, with a small-bore sheath. Reportedly, when the plunger was removed from the prostyle device, no sutures were found, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the device was returned in the pre-deployed position. The guide was separated but held together by the actuator wire. Follow-up with the account confirmed that the correct device was returned, but that no separation occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It may be possible that the observed guide break occurred due to post procedure handling during packing for return or transit back to abbott. A conclusive cause for the reported needle to cuff miss cannot be determined as the device was returned in the pre-deployed position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.